Manufacturer narrative:
The insulin pump did not respond due to corroded keypad traces. No battery out limit alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he took his insulin pump off to shower and when he put it back on he changed the insulin pump's battery but it alarmed battery out limit. The esc and act buttons were unresponsive. The alert was not cleared. Customer's blood glucose level was 545 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.